Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported experiencing persistently low cgm glucose readings ranging from 60¿70 mg/dl despite consuming sugar in an attempt to raise her glucose level. The patient stated that the cgm readings did not improve. During this time, she experienced symptoms of headache and dizziness. The patient did not perform a fingerstick blood glucose (fsbg) check prior to seeking medical care. Due to the continued low cgm readings and persistent symptoms, her husband transported her to the emergency department (ed) for evaluation. At the ed, a blood glucometer (bgm) measurement was obtained which showed 200 mg/dl, while the cgm continued to display glucose readings of approximately 60 mg/dl. The patient received IV fluids and metformin. After approximately one hour, her glucose levels stabilized; however, the cgm continued to display readings of approximately 70 mg/dl. Medical personnel advised the patient to report the apparent cgm inaccuracy to dexcom. The patient was discharged home on (B)(6) 2026. At the time of the report, the patient stated that she continued to experience headaches. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ed, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.